Manufacturer narrative:
One used partial 011-46103-90 segment was returned. Engineering assessment of the "as-received" 011-46103-90 segment confirmed the tubing was separated from the male luer. Further evaluation of the affected components/sub assembly identified the root cause(s) was attributable to an incomplete/partial solvent ring. A detailed analysis of the 011-46103-90 design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified improvements to the subassembly bonding process. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. ((B)(6)) complaint received reporting one 011-46103-90 safeset transpac it w/3 ml resrv. Mtg. Kit "failed". The initial and follow up information received reports ".. Have had a set fail. It was reported that the tubing has come loose and separated from the needleless valve on the patient side. There was a stat lock extension on the line so they were able to clamp the line off.... Set swapped out and a new one put on with no further issues. ... Packaging was not available so definitive lot number not able to be identified". There were no reported patient injuries and or adverse outcomes.